Event description:
It was reported that the drain lever would not transfer the collected blood from the reservoir to the blood bag. Approx 600 cc's of collected blood could not be re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If any add'l info is rec'd, a follow up report will be filed.